Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture and a decrease in amplitudes on the right ventricular (rv) lead. The patient is not dependent, so no asystole was observed. Shortly after these observations, a system upgrade procedure was performed. The rv lead was surgically abandoned and ICD was replaced. No additional adverse patient effects were reported.